Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the second patient connector during fill 1 of 5 of their pd treatment. The home care nurse reported receiving a fill complication encountered during an unknown phase of their pd treatment. It is unknown at which point in therapy the leak may have begun. The home care nurse reported that the cause of the leak was the inside pin coming out of the patient connector. The fluid did not come in contact with the cycler. The home care nurse advised the technical support representative that they have already reset up the patient with new supplies. The technical support representative was advised to call if they experience any other alarms. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that their pd treatment was completed. The patient stated that the fluid leak occurred from an unknown part of the cassette. The patient stated that per the clinic¿s procedure they were prescribed prophylactic antibiotics for 3 days orally. They name of the prescribed antibiotics and dosage was unknown. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available to be returned for physical evaluation by the manufacturer.